Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and found operational time errors in the device memory logs. The se replaced the line interface ii printed circuit board. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator had a blank screen. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.